Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, short battery lifetime and replace battery now alarm, battery failed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Found the damage on battery tube side and it was not affecting the pump functionality. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Pump passed the self -test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 03/26/2025 11:12:11.000. No unexpected low battery alerts listed in the pump trace download. Battery cycle 4.0 received the low battery alert (104) on 10/11/2025 20:29:00 after more than 7 days at 18.51 days. Battery cycle 2.0 received the low battery alert (104) on 09/04/2025 23:15:00 after more than 7 days at 16.01 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, missing display window cover, missing display window cover and cracked battery tube threads. The p-cap/reservoir does lock properly. No low battery alert, failed battery alert and power loss alarm noted during testing and no unexpected low battery alerts listed in the pump trace download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit was confirmed damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.